Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing failure was exhibited with the device. The pacing thresholds had been unstable and high since implant, even after deployment/re-positioning four times. It as also noted that there was difficulty finding a site with good thresholds during the implant procedure. The physician suspected that an issue might exist in the myocardial anatomy or the myocardium itself, rather than the product. The physician is considering the next course of action, and the device remains in use with regular monitoring. No patient complications have been reported as a result of this event.